Event description:
The patient came in reporting pain due to a dislocation of the head from the liner. At about 3 months the surgeon revised the head and liner. The surgery was completed successfully.

Manufacturer narrative:
Batch review performed on 07-may-2025. (B)(4) items manufactured and released on 03-sep-2024. Expiration date: 2029-08-18. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Additional devices involved: liner: mpact 01.32.3644hct flat pe hc liner ø36/e (k103721) lot. 2412175, batch review performed on 07-may-2025, (B)(4) items manufactured and released on 28-may-2024. Expiration date: 2029-05-09. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with one similar reported event during the period of review. Root cause: based on the information available no definitive root cause can be established, while there is no indication that any potential issue with the device may have caused or contributed to the event, and the device history record review does not indicate any potential manufacturing related issue.